Event description:
The customer reported to olympus, the colonovideoscope had a water supply failure. The issue was found during inspection for use in a diagnostic procedure. The device was returned for to olympus for evaluation. During the device evaluation, the following reportable malfunction was found; there was foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The air/water nozzle was not wiped/brushed with clean lint-free cloths, brushes, or sponges. It is unknown if the air/water nozzle was flushed with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, deviation of the reprocessing method from the instruction manual caused the foreign material to remain in the nozzle. The subject event can be detected and prevented by implementation in accordance with the following sections of the instructions for use: - gif/cf/pcf-290 series, chapter 3 ¿preparation and inspection.¿ - gif/cf/pcf-290 series, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories).¿ the additional non-reportable findings are as follows: the water supply volume did not meet the standard value due to the clogged nozzle, the bending angle in up direction does not meet the standard value due to worn angle wire, the play of the upward/downward angulation control knob is out of standard value due to worn angle wire, adhesive on the bending section cover was chipped and had a white clouded area, air supply volume did not meet the standard value due to the clogged nozzle, water removal ability did not meet the standard value due to the clogged nozzle, flexibility adjustment function did not work due to worn flexibility adjustment ring, image guide protector had a chip, control unit had discoloration, universal cord had a scratch, protector of universal cord on control section side had a scratch, adhesive around objective lens was peeled, adhesives around light guide lens had white clouded area, distal end is deformed, and the connecting tube had a scratch. Olympus will continue to monitor the field performance of this device.